Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a female patient. There was no patient information available. Date time method pt/ inr sample(B)(6) 2013 unk I-stat 3.3 a(B)(6) 2013 unk I-stat 4.2 unk(B)(6) 2013 unk elite acl 4.2 unkbased on the information available at the time there were no injuries associated with this event.